Manufacturer narrative:
(B)(4). The carefusion technical support specialist informed the carefusion sales representative to instruct this customer to measure the volume coming out of the ventilator to determine if the turbine is delivering high volumes.

Event description:
The customer reported that the ventilator is delivering high volumes and the problem is intermittent. The customer claims the altitude of the ventilator is set properly.